Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and noted that there was damage from a fall and the left and right housing were broken. Therefore, the reported condition was confirmed. The assignable root cause was due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the housing on the battery charger device was broken and deformed. It was also noted that the housing may have had fall damage because the left and the right side of the housing is broken. It was noted in the service order that the device had a loose piece inside and needs an update. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.